Event description:
Pump was reported to free flow. A bag containing 500mg aminophylline was programmed at an unknown rate to infuse over an unknown timeframe. The bag was hung, the nurse stepped out of the room for a short period of time and when nurse returned the bag was empty, much sooner than intended. No pt injury was reported.